Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint that the "balloon ruptured shortly after insertion" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the balloon ruptured shortly after insertion. As a result, the iab was removed, and another was inserted. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon ruptured shortly after insertion. As a result, the iab was removed, and another was inserted. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.